Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance; other: intravascular ultrasound (ivus). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, non-calcified, 99% stenosed, de novo, proximal circumflex artery the balance guide wire was positioned across the lesion. An intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion. A non-abbott balloon dilatation catheter (bdc) was advanced for pre-dilatation, however, strong resistance was met with the balance guide wire during advancing and both devices were removed from the anatomy as a system without issue. A different balance guide wire was used with the same non-abbott bdc and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.